Event description:
Health professional additionally reported, " mild findings for right lower quadrant inflammatory/infectious process. Equivocal exam for appendicitis.", "right lower quadrant mesenteric edema." , "the patient also complaints of chronic fatigue, brain fog, joint pain, anxiety, and feels that her implants are contributing to her symptoms as well."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold, wear abrasion, non-penetrating nicks and weight of the device was found to be within specification. Bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and capsular contracture, baker grade iii-IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Patient, additionally, reported capsular contracture, baker grade IV. Device was explanted.